Manufacturer narrative:
Date sent to the FDA: 11/8/2021. H6 component code: g07002 ¿ reported condition not confirmed. H3 summary: a sealed packet of product code vcp945h was returned for analysis. In order to evaluate the conditions of the returned sample, the packet was examined to detect any issue, and no damages, foreign matter, or particles were observed during evaluation, the foil packet was intact. In addition, the report imagen says that: all samples grew aerobic spores bearers, which are not pathogenic themselves, but they are an indicator of dust and long term storage in an unclean environment. No pathogen was detected in any of the samples. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 09/08/2021. Additional h6 component code: g07002 ¿ device not returned. Additional h-3 summary: upon visual inspection of the one picture received for evaluation, one foil packet of product codes vcp945 was observed. As per visual inspection the sample observed apparently sealed and no damages, incorrect appearance, color package, excessive wrinkles, torn or punctured could be observed in the picture. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Where were the packages stored? Were the packages properly sealed before use? Were any holes observed in the packages before use on the patients? Did the patients experience infection? If so, please provide culture test results? If any unopened samples will be returned for our evaluation, please provide a return date and tracking information? This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: what is the procedure date? As informed this is not pertaining a particular case. In general they have seen infection in most surgeries from (B)(6) 2021. And hod has called for deep analysis. Could you please confirm if prescribed medication was given to the patients? Yes patients were on medications before surgery . But department has not disclosed what are the medications keeping patients privacy in mind. In event description mention "hod of neuro surgery department found infection rate being higher in his dept", it indicates that more than one case was presented, could you please confirm if other issues was reported in others pc number? If yes, no , this issue was reported to these two lot numbers ¿ vcp945h (ld8583) & w9828 (pk6867). What is the patient's current condition? As per department the patients were given high end antibiotics and few cases were reported to be re- do surgery cases. Could you please confirm how many pieces present the issue? This was a random analysis and their microbiology has tested close to 3 foils each of same batch . Regarding how many vials used in patients after (B)(6), they are not sure. How many pieces of each lot number will be replaced? They have kept aside w9828 (pk6867 ) - 13 boxes & vcp945h (ld8583) ¿ 10 boxes . We need to replace all these as they are waiting for our analysis report on how dust particles came inside a sterile foil. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4). Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 g/m. Related events captured via 2210968-2021-07732.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The patient experienced an infection which the customer opined to be related to aerobic spore bearers (indicators of dust particles) found in the packaging. The patient received high end antibiotics and may have undergone re-operation. Additional information was requested.

Manufacturer narrative:
Date sent to the FDA: 09/22/2021. Additional information was requested, and the following was obtained: where were the packages stored? ¿ the packages were stored in ot stores ¿ dust free , moist free , ot temperature maintained state were the packages properly sealed before use? ¿ yes, they were stored in perfectly sealed condition were any holes observed in the packages before use on the patients? ¿ no holes were observed in sterile packages did the patients experience infection? ¿ hospital is not saying that the infection seen in their department was due to our suture . The actual concern was microscopical evaluation of suture revealed that our suture was found to be laid with dust particles which may be considered as a source of infection which is not acceptable in a sterile pack if so, please provide culture test results? - no if any unopened samples will be returned for our evaluation, please provide a return date and tracking information? ¿samples are available. Attempts are being made to receive additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that unopened samples will be returned for our evaluation. If yes, please provide a shipping date and tracking information? This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.